Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of a minivolume extension set fractured and broke off of the set. This occurred while the nurse was attempting to reconnect the set after a voluntary disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the guide inside the male luer was broken. Simulated use testing was performed by priming and attaching the device to an in-house access device, and a leak was observed at the connection of the male luer to the access device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.